Manufacturer narrative:
An evaluation is in process. A follow up report will be submitted when the evaluation is complete. Patient identifier complete sid: (B)(6). This report is being filed on an international product, list number 8l44 that has a similar product distributed in the us, list number 6l22.

Event description:
The customer reported a (B)(6) architect anti-hbc ii result on a (B)(6) male patient. Results provided: (B)(6) 2022 sid (B)(6); (B)(6) 2021 hbsab = (B)(6), hbsag = (B)(6), hbeag = (B)(6), hbvdna is (B)(6). No impact to patient management was reported.

Manufacturer narrative:
The evaluation of complaint data for the product and likely cause lot 27627be00 identified normal complaint activity. No customer returns were available for evaluation. Manufacturing documentation for the likely cause lot did not identify any issues associated with the complaint issue. The performance of the likely cause lot was investigated by completing a review for non-conformances, potential non-conformances and deviations related to the likely cause lot. This review did not identify any non-conformances, potential non-conformances, or deviations. As part of the complaint overall investigation, an evaluation of lot 27627be00 clinical sensitivity was performed which demonstrated acceptable sensitivity per specifications, confirming that this lot is meeting the architect anti-hbc ii product requirement. A review of the product labeling concluded that the issue is sufficiently addressed. No systemic issue or product deficiency was identified.